Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing error logs and reproduced error by running a get tip macro. Fse found a broken wire in the plarail chain and resolved the complaint by replacing the sorter plarail assembly. Fse successfully validated instrument by performing quality control run without error, and results were within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. The sorter plarail assembly was returned to tosoh instrument service center for investigation. Visual inspection confirmed the reported event was due to broken wires in plarail chain assembly. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: 2209, tip dropped during transport to cup; tip lane. Cause: no tip was detected at the transfer-in to the cup - tip lane. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to faulty wire in plarail chain assembly.

Event description:
A customer reported getting error message "2209 tip dropped during transport to cup - tip lane" on the aia-2000 instrument. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention, or adverse health consequences due to the delay in reporting of patient results.